Event description:
It was reported to covidien on (B)(4) 2010 that a customer had an issue with a sharps container. The customer reports that a needle punctured and was protruding out of the sharps container. As a result, one of the technicians received a dirty needle stick. The tech that received the needle stick in his finger was evaluated by an on-site doctor at the facility and there were no issues detected. The needle stick was very minor and it only penetrated the upper layer skin. The substances used with these needles are considered chemical waste and there are no bloodborne pathogens or biohazard substances involved.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.